Event description:
It was reported that customer experienced low blood glucose level of 30 mg/dl while updating time, personal profile, or insulin settings. Customer consumed carbohydrates to address low blood glucose and did not require emergency assistance, and technical support helped customer update basal rate and carbohydrate ratio settings while advising consultation with healthcare provider, which customer understood and acknowledged.